Event description:
Graft was implanted in 1996, for an aorta-bifemoral bypass procedure in the left leg. Approx 9 years later, in 2005, the pt experienced pain in the left leg in the area of the surgery. Pt has not yet seen a doctor about the pain.